Event description:
Ineffective. Hcp did not consent to follow up, no further information provided or available regarding this report. (B)(4).

Event description:
Additional information received on 2/24/2025 for report mw5166511 to update brand name and concomitant devices being used.